Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch was malfunctioning. A field service engineer found a hasp position was misaligned and adjusted to ensure proper alignment with the latch. Once aligned, the latch was replaced. After the replacement, it was identified that the refrigerator door used by the customer had become misaligned, causing it too not open or close freely. Although no latch was visible in the remote manager, the door was tested and found to rub against the bottom frame of the refrigerator, resulting in an uneasy closing. The customer was advised to have the engineering department observe the refrigerator and acknowledged the recommendation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the fridge door was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the fridge door was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.